Event description:
It was reported that the customer was changing her infusion set and experiencing troubles with rewind the insulin pump. The customer's blood glucose was unknown. The customer found that she received a low reservoir alarm. Assisted customer with clearing the alarm with the esc and act buttons. Assisted customer with rewind the pump successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.